Event description:
A customer contacted beckman coulter inc. (Bci) stating that a leak was observed under the hydro system in the synchron cx5 delta clinical system. The customer indicated that the leak was observed in the hydro tray. The customer indicated that the tubing coming from the ise side of the instrument to the waste canister was cracked. The customer applied duct tape to the tubing as a fix until service could inspect the instrument. Customer also indicated that the instrument was also generating reagent pump motion errors and the electrolyte injection cup (eic) was not draining. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A bec field service engineer (fse) performed troubleshooting with the customer over the phone. The customer was sent a replacement tubing. The fse directed the customer to replace the syringe and lube drive to address the motion errors. No further leaking and/or errors were reported by customer. (B)(4).